Event description:
It was reported that allegedly a pta balloon ruptured while dilatation of an anastomosis in the iliac vein was being performed. Removal of the pta balloon dilatation catheter was attempted, however, the device failed to retract from the introducer sheath. After multiple attempts at removal, the balloon catheter and introducer sheath were removed simultaneously from the pt. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. A sample evaluation could not be performed as the device and the introducer sheath were discarded by the facility. This is the first complaint for this lot number. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.